Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. As a corrective measure, the customer planned to use a backup insulin pump or mdi if needed. Tandem technical support arranged to send a replacement pump with updated software, provided instructions for putting the old pump into storage mode, and advised returning the malfunctioning pump within 10 days using the provided return box and pre-paid label.